Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/limbs. It was reported that an over-discharge was alleged. The representative performed one physician recharge mode (prm) today and was able to interrogate the ins with their clinician programmer. The patient was having difficulty charging and wanted help; charging had become progressively harder since implant. Charging took 4-6 hours to get from 50% or 75% to 100% with a lot of effort to get 8 coupling bars- the patient had to charge directly on their skin. The representative was advised to continue charging and clear the power on reset (por) message. The patient was advised to move the recharger antenna to obtain coupling which resulted in 8 coupling bars. The patient also noted that they couldn't get 8 coupling bars on a regular basis. No further complications reported.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the charging issues was due to the patient choosing not to charge as he was having another surgery and did not want to worry about charging. Surgery was not related to device or therapy. Tickle charge was done as an intervention and currently charging as expected. Information was confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.